Event description:
It was found through obituary that this patient passed away at the hospital. The death report from the hospital indicated the patient had a seizure earlier in the night and then went to bed. Later, the patient was found cold and nonresponsive. Paramedics initial assessment found that the patient was unresponsive and asystolic with no respirations or pulse. CPR was performed but only a poor pulse was achieved and ultimately failed. The physician noted "CPR unsuccessful, asystole, seizure disorder" in the clinical impressions section of the death report. An internal assessment by the manufacture determined that the patient's death was probable sudep. Per the manufacturer's battery life calculator and programming history database, the patient's generator had reached end of service at least a year prior to the patient's death and likely was not receiving stimulation at time of death. Therefore, the vns is not suspected to be related to the patient's death. No further relevant information has been received to date.